Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device and the reported separation was confirmed. The reported leak was unable to be confirmed due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. Factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm or damage inflation lumen or a loose connection between the hub or inflation device. The investigation was unable to determine a conclusive cause for the reported leak at the hub. Although a conclusive cause for the reported leak was not identified and resistance during retraction was not reported, it is likely that during retraction the balloon catheter encounter some resistance with the anatomy and/or other devices used causing stretching to the inner member resulting in the inner and outer member separation at the hub. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo popliteal artery. During the first inflation of a 4.0x200mm armada 14 balloon dilatation catheter at 14 atmospheres, contrast was found leaking at the connection of the hub and the proximal shaft. When removing the balloon, the hub separated completely from the proximal shaft. A 4.0x200mm armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.